Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required pigtail catheter placement and hospitalization. The target nodule was a ground glass 13x12x7 millimeters (mm) lesion located in the high apex of the right upper lobe 10 mm from the pleura. Localization of the target was difficult due to the nature (ground glass composition) and location (high apex) of the nodule. The procedure was completed as planned with no delays. A chest x-ray was performed after the procedure, and a large pneumothorax was detected. A pigtail catheter was placed via interventional radiology guidance. Follow-up chest x-rays showed that the pneumothorax had resolved. The physician reported that the pneumothorax was not ion-related, but rather attributed to the nature and location of the nodule. The pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.